Event description:
The pt underwent a re-do CABG on 8/18/98 and required an intra-aortic balloon post op. On 08/20/1998, the balloon ruptured. An attempt was made by the doctor to remove the balloon over a wire and re-insert a second balloon. However, upon removal of the balloon, injury to the femoral artery was noted. This injury required surgical intervention in the operating room, where after repair of the artery, another balloon was inserted. Bleeding was controlled with manual pressure. Cardiac parameters did not significantly change as a result of the event. (Datascope received this report on 9/8/98 via the mandatory medwatch form from the user facility. On 9/9/98, datascope was notified that the iab would not be. (Event complications: injury to artery/surgery - reported 99/8/98.) (Pt's current status: unk - reported 9/8/98).